Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that there was damage to the battery compartment and the battery cap was loose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: during investigation, the battery cap damage was unable to be confirmed. There was no damage found to the battery cap. The battery compartment was observed to be cracked on the side of the compartment traveling down toward the bumper and down to the case seal. The returned battery cap was able to maintain electrical contact. Unrelated to the original complaint, the audio bolus button cover was damaged but responsive during investigation. The bolus button cover was removed and there was no evidence of damage or moisture found inside the bolus button compartment. Additionally, the pump powered on to a dim and discolored display.